Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received an unexpected message that said a rewind was necessary. The basal was stopped. There was still enough insulin in the reservoir. The customer's blood glucose level was 7.0 mmol/l. The insulin pump was not damaged. It was noted that they had a pump error alarm in the alarm history. The customer was advised to revert to their back-up plan. The customer did not have an insulin pen and will continue to use the insulin pump. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm noted during testing.